Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. Reportedly, there was a communication issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings: black box shows ¿cs088¿ watchdog error alarm on (B)(6) 2016. The battery compartment is cracked at threads on the side; returned battery cap is able to fit to maintain electrical connection. Moisture corrosion is observed in the battery canister and on the battery cap. A leak test failed due a battery compartment leak, the pump powers up correctly. ¿ez-prime¿ steps were performed successfully; the pump alarmed with ¿cs088¿ alarm during the 24hr duration test, reported ¿communication¿ complaint is duplicated. The pump cover was removed, further moisture corrosion was found to the pcb to the master and slave processor circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4). Correction to serial #: (B)(4).